Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to deformed and burnt. The tip of the device was observed to be bent and burnt. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the tip of the device is subjected to excessive manipulation or leveraging forces which would result in deformation of the tip or change in tip-shaft configuration; this deformation or change in configuration prevents the sheath of the device from moving freely over the tip as it is out of alignment. The observed condition, of burnt tip and burnt sleeve, may occur when the tip makes contact with the sheath of the device. The instructions for use (IFU) for the device clearly states in numbers six and seven respectively: ¿when using electro cautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode.¿ the root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hysterectomy when cleaning the l-hook electrode, the electrode was hard to get in and out. The nurse checked the tip of the l-hook, the side hole part of the outer sleeve was found to be broken, thus the nurse did not use it. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.